Event description:
Waffle cushion delated while patient was using cushion in the chair. Manufacturer response for pressure reduction cushion, waffle cushion (per site reporter). Equipment failure reported to customer service team lead. Deflated cushion to be picked up by ehob representative. Replacement cushion will be provided.